Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Review of the data log did not confirm the customer's complaint. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed a transmitter not found message. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the transmitter not found message could not be determined. A root cause could not be determined.